Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported saline leakage when vent popped off. It is assumed the vent is the vent on the drip chamber. Vincristine was due to be infused but had not been started. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.